Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. One (1) day post initial procedure, the physician noted that the patient had no flow to the renal artery, no urine output, and high creatinine levels. An ultrasound showed that the renal artery was covered; the physician believes that this was a result of the x-ray technician inadvertently moving the x-ray tube during the initial procedure, which may have changed the landing mark of the stent graft. The physician elected to treat the patient by performing a bypass procedure on (B)(6) 2019. The patient was stable when leaving the operating room. There have been no additional patient sequelae reported.